Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the r unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced component failure of the r unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image noise during unknown therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.